Event description:
It was reported that the target lesion was located in the mid circumflex artery with heavy tortuosity, heavy calcification and 100% stenosis. Pre-dilatation was performed. During implantation of the xience prime 2.5 x 8 mm stent, a dissection occurred. Hence a xience prime 2.5 x 15 mm stent was implanted to cover the dissection. However this caused further dissection. A non-abbott stent was implanted to cover the dissection. No adverse patient sequela was reported. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In this case, there were no reported product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency. The additional xience prime referenced is being filed under a separate medwatch report.